Event description:
Pt reported that their ss meter to lab comparison (done 15 mintues apart) was 300 mg/dl (ss) vs 98 mg/dl (lab), respectively (67% difference). No symptoms were reported. Lfs rep discovered pt applied their blood sample on the wrong side of the test strip and educated pt on correct testing techniques. Unable to contact pt on follow-up. Letter was sent requesting pt to contact lfs. There was no allegation of harm.